Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope did not produce an image when moved. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.